Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling mild charged when the green button was pushed. When the antenna was removed, they still felt mild impulses. The patient just had their battery replaced on (B)(6) 2020. Nothing is done at this time. They stated that the battery was fully charged and will try it again later. The issue was not resolved.

Event description:
2020-jan-30 (B)(4): it was reported that the patient was feeling mild charges when the green button was pushed. When the antenna was removed, they still felt mild impulses. The patient just had their battery placed on (B)(6) 2020. Nothing is done at this time. They stated that the battery was fully charged and will try it again later. The issue was not resolved. 2020-feb-05: (B)(4), e1 (con, rep): additional information was received from the patient via the manufacturer representative (rep) reporting a shocking sensation during recharging. No additional information was provided regarding any factors that may have caused or contributed to the issue. No diagnostic/troubleshooting performed. Impedances will be checked at the patient's next appointment. The issue was not resolved at the time of the report. 2020-02-19 e2 (rep, hcp): no new information. 2020-mar-05 (B)(4): additional information was received stating the patient had not had shocking sensation since battery replacement. 2020-mar-18 e3 (rep): additional information was received from a manufacturer representative (rep) reporting that the battery replacement was due to both normal battery depletion and shocking. 2020-mar-26 e4 (rep): additional information was received that the shocking was on the old ins that was replaced on (B)(6) 2020 and the new ins resolved the issue. 2020-mar-31 e5 (rep): no new information

Manufacturer narrative:
Concomitant medical product: product ID 37612 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type implantable neurostim ulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturer representative (rep) reporting a shocking sensation during recharging. No additional information was provided regarding any factors that may have caused or contributed to the issue. No diagnostic/troubleshooting performed. Impedances will be checked at the patient's next appointment. The issue was not resolved at the time of the report.

Manufacturer narrative:
Product ID: 37612, serial# (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. It was determined that the shocking sensation occurred on the old ins. The ins serial number was corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the shocking was on the old ins that was replaced on (B)(6) 2020 and the new ins resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient had not had shocking sensation since battery replacement. Additional information was received from a manufacturer representative (rep) on 2020-mar-18 reporting that the battery replacement was due to both normal battery depletion and shocking.